Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device evaluated by MFR: single use device, discarded.

Event description:
Customer reported two (2) false positive results with ID now covid-19 2.0 assay for multiple lots, taken on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2), lot 1100027. Confirmation testing was completed on the same day, (B)(6) 2023, using a nasal pharyngeal sample in vtm was and sent to diasorin, generating a negative test result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported two (2) false positive results with ID now covid-19 2.0 assay for multiple lots, taken on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2), lot 1100027. Confirmation testing was completed on the same day, (B)(6) 2023, using a nasal pharyngeal sample in vtm was and sent to diasorin, generating a negative test result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1100027 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000 / lot 1100027 and test base part number 192-430 / lot 1100027. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1100027 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference. H3 other text : single use device, discarded.